Manufacturer narrative:
Age at time of event: 18 years or older. Complainant name: hospital univ. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same as MDR ID # 2134265-2013-03528 and 2134265-2013-03529. It was reported that during a coronary intervention, an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback. The physician did the manual pullback and complete the procedure.